Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter needle failed to retract. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd angiocath IV catheter needle failed to retract. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
This supplemental is meant to indicate that the bd angiocath IV catheter is not a safety device. There was no retraction failure, as the needle could not be separated from the catheter, and thus this is not considered a reportable malfunction.